Manufacturer narrative:
Surgical procedure and removal of foreign body is not labeled. Separates/breakage is addressed in the provided IFU. Device was not returned to assist in this investigation. This device is inspected 100% ensuring correct inside diameter and outside diameter of tubing and that the material is free from surface defects, bumps, bulges and protruding coils. In addition, this device is supplied with an IFU, which cautions the end user, "all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight." As well as the warning, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." It is feasible that the reintroduction of the dilator prior to withdrawal may help to avoid damaging the sheath, especially in cases where scarred/diseased anatomy is present; however, such actions could not be confirmed from the limited physician's statements of the event. Additionally, (B)(6) requires a minimum break force of 3.37 lb for sheaths 5.0fr and larger, which has been confirmed through design verification testing. Partial elongation of the sheath material opposite the intact portion may indicate a moment applied at the proximal end resulting in the separation noted. The appropriate internal personnel have been notified and we are continuing to monitor for similar complaints.

Event description:
The physician angiosculpt ballooned the vessel of a female patient with a lot of scar tissue at the entry site using a 4x 40 device. It is not documented that they had difficulty getting the balloon out; however, when they removed the sheath, it tore apart and the patient had to be taken to the operating room for retrieval of the remainder of the sheath.